Event description:
It was reported that during an open right colectomy, the first five firings of the device using the white cartridge went without incident. On the sixth firing of the device, using a white reload the staples did not form. The staple legs were open. The area of staple line failure is unknown. Suture was used to complete the case. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what other color cartridges were used before and after this event? White. Was buttressing material utilized? If so, which product? Asku. Was the instrument fired across or near an existing staple line or clip? Asku. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Asku. Was there any difficulty removing the device from the tissue? Asku. Is there any other additional information you would like to share about this device or procedure? No.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records